Event description:
It was reported that multiple malfunction alarms occurred. Customer¿s blood glucose level was 142-143 mg/dl. Reportedly, the pump was replaced to address the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. H3 other text : device not returned.